Manufacturer narrative:
An event of the valve migration or expulsion of device (device embolization) was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that prior to discharge, the device was noted to have embolized and was located in the left atrium. The embolized device caused temporary partial obstruction of flow through the mitral valve. It was noted that the blood pressure had temporarily decreased. The patient was taken to the catheterization lab where the device was removed via snare from the left atrium. The cause of the device embolization was believed to be due to patient anatomy. The patient was reported to be stable. Based on the information received, the cause of the reported events appears to be related to patient anatomy. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2023, a 28mm amplatzer amulet left atrial appendage (laa) occluder was successfully implanted, using 14f amplatzer torqvue 45x45 delivery sheath. The laa landing zone was measured to be on average 23.5mm and ostium 28mm that was measured by computed tomography (CT) scan. Prior to discharge on (B)(6) 2023, the device was noted to have embolized and was located in the left atrium. The embolized device caused temporary partial obstruction of flow through the mitral valve. It was noted that the blood pressure had temporarily decreased. The patient was taken to the catheterization lab where the device was removed via snare from the left atrium. The cause of the device embolization was believed to be due to patient anatomy. The patient had a prolonged hospitalization. The patient was reported to be stable.